Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tha on an unknown date. The patient was revised to depuy due to unknown reasons. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. The device(s) is not returning as it was sent to pathology.

Manufacturer narrative:
Reason for revision was acetabular bone loss. No other information is available. H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for bone loss cannot be conclusively determined; however, it is most likely related to the patient¿s underlying conditions.